Event description:
The customer claims it was impossible zero-balancing. Even though turning the adjuster full, the value did not go down under 11mmhg. The customer started monitoring with the catheter reluctantly, however the display value was unstable and sometimes went over 100mmhg. The customer removed the catheter on the next day.